Event description:
Customer alleged discrepant, back to back blood glucose results of 223 mg/dl, and 116 mg/dl when testing was performed within 9 mins on the advantage system. Customer did not change treatment or actions based on discrepant results. The location in which the testing was performed was not provided. Customer stated quality controls were performed and were acceptable, but did not report values. A request was made for the return of the suspect device and replacement product was sent.